Event description:
The customer reported the unit displayed power interrupted messages and the unit showed a blinking red x with a chirp. Customer reported the unit was charging and was getting an ac indicator led. The customer reported there were no errors in the log. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit displayed power interrupted messages and the unit showed a blinking red x with a chirp. The customer also reported the unit was charging and was getting an ac indicator led. The customer reported there were no errors in the log. There was no reported pt involvement. The device was returned to the philips repair bench and evaluated. Error messages in the log support that the device experienced multiple power interruptions. The repair technician called the customer who stated the ac power module was defective where the power connector pulled out. The customer scrapped the ac power module. The repair bench ran the device for 24 hours on a known good battery and ac power module with no failures. The device passed all performance assurance testing and was returned to the customer. Based on the error messages found in the error log and based on the customer's report of a defective ac power module, we will consider this a failure of the ac power module that caused the reported power interrupted messages.